Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 shot the clips out (ejected) and they did not close. There was no consequence to the pt.